Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The distributor did not provide any further information. No patient complications were reported by the distributor.